Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker further evaluated the device's electronic records and it was determined that a loose battery pin was the cause of the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Section h6 of initial medwatch report indicates: unexpected shutdown. Section h6 of initial medwatch report should indicate: intermittent loss of power. Section h11 of initial medwatch report indicates: stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker further evaluated the device's electronic records and it was determined that a loose battery pin was the cause of the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Section h11 of initial medwatch report should indicate: a customer quality engineer reviewed the keylog and verified the reported issue of unexpected device reset (power cycle), however, the technician was unable to duplicate it. The root cause could not be determined. The battery pins were replaced as a precautionary measure. The device passed functional and performance testing and was returned to the customer.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.